Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was hospitalized for the event and it was reported that the patient underwent three surgeries in one day. The patient was discharged after one day of hospitalization. At the time of this report, the patient was not yet recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.